Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that an intervention was done to remove and replace a implantable cardioverter defibrillator (ICD) that did not meet longevity expectations. The right ventricular (rv) lead displayed an increase in short interval counts (sic), as well as varying and spiking impedance levels. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the implantable cardioverter defibrillator (ICD) battery indicator signifying that it is time for device replacement.